Event description:
It was reported, that insulin drips were not observed to be exiting the infusion set tubing, during the load fill process. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. A correction injection was administered to address the high bg. Reportedly, multiple supply changes were performed to address the issue. And insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.